Event description:
The customer contacted stryker to report that their device lost power (power cycled) multiple times during event with a patient. The device also switched to child mode and delivered an unintended shock during CPR. In this state the device may not be able to provide defibrillation therapy if it were needed. This issue is patient related; however there was no adverse patient outcome reported.

Manufacturer narrative:
The customer provided stryker with the available patient information. Patient fields in which information is not provided were intentionally left blank.

Event description:
The customer contacted stryker to report that their device lost power (power cycled) multiple times during event with a patient. The device also switched to child mode and delivered an unintended shock during CPR. In this state the device may not be able to provide defibrillation therapy if it were needed. This issue is patient related; however there was no adverse patient outcome reported.

Manufacturer narrative:
Stryker evaluated the customer¿s device at the product analyses center (pac) and the technician could not confirm the reported issue of multiple power on and offs, changing to child mode, or delivering shock during CPR during the patient event on (B)(6) 2024 through device log analysis. The device log shows that there were no power cycles, no shocks delivered, and no incidences of going into child mode on the date of event. During testing, the pac technician observed that the lid magnet was missing. An evaluation of the lid found that the magnet retainer tabs were damaged, which caused the magnet to not be retained. The root cause of this issue was determined to be due to the user error. Section h6 health impact code grid of initial MDR indicates: no patient involvement section h6 health impact code grid of initial MDR should indicate: no health consequences or impact.

Manufacturer narrative:
Stryker contacted the customer to request additional information on the patient. Stryker requests patient information necessary for regulatory compliance, strictly adhering to hipaa's privacy rule. No response has been received from the customer. Patient fields in which information is not provided were intentionally left blank. Stryker continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report that their device lost power (power cycled) multiple times during event with a patient. The device also switched to child mode and delivered an unintended shock during CPR. In this state the device may not be able to provide defibrillation therapy if it were needed. This issue is patient related; however there was no adverse patient outcome reported.